Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.4610. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 26nov2019 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.